Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after two months of use, the shaft of the hammer broke off. The shaft is broken at the region of the welding seam. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device was examined with an scanning electron microscope (sem). The dimensions of the hammer were found to be in compliance with the technical drawing of the producer. Based on the topography of the fracture surface it is possible that the hammer was subjected to high two-sided bending loads. The hammer could not resist the applied force which finally led to the material overload. The fracture site at the transition from the weld seam to the hammer shaft indicates that a weakening of the heavily loaded cross section occurred by the welding. We found no evidence of material defects.